Manufacturer narrative:
Concomitant product: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there were intraoperative impedance issues. When testing extension electrodes 1, 2 and 3, all were showing >10,000 ohms. The rep tested at 3v and they were showing >40,000 ohms. They tried switching to the 8-15 port and when doing so 9, 10, and 11 were showing >40,000 ohms. The rep state it was the "same electrodes" that were affected in both ports. However, it was noted that the numbers that the rep provided did not reflect this. The rep did check all references on the clinician programmer (cp) as well. They disconnected the extension, wiped it down, and tested it in the multi lead trialing cable (mltc) and impedances were good. Impedances were then showing in the 800's. When they placed it back into the implantable neurostimulator (ins), impedances were high again. The rep left the room and when he returned he said the healthcare provider (hcp) had it "figured out." They were getting stimulation and were planning to wake the patient back up again. It was asked if the patient was feeling stimulation at this point but the patient was just moaning. It was noted that they were unable to test impedances before the surgery because the previous ins had been dead. The hcp was now closing up the patient. No symptoms reported. It was later reported that they programmed around the 3 bad leads and the patient got good coverage. No further action was required at this time.